Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage, premature deployment, insufficient apposition, catheter withdrawal difficulties and right arm pain were encountered. The target lesion was located in the excessively tortuous and diffused right coronary artery (rca). A 4.00 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion and a portion of the stent was deformed. Upon attempt to remove the stent delivery system back into the guide catheter, a portion of the stent hung up in the ostial of the guide catheter and became stuck. As the stent was being pulled back into the guide catheter, the distal end of the stent became fully deformed and compressed. A 2.0mm emerge balloon catheter was then advanced and inflated distal to the deformed stent and the balloon, stent, and guide catheter were withdrawn back into the brachial artery. However, the vasculature of the brachial-radial transition was too small and tortuous making it impossible to remove the devices. Multiple attempts were made using snares to remove the stent but were unsuccessful. In the end, the stent was partially deployed in the distal segment of the radial artery, bifurcating into the brachial artery. Subsequently, another vascular access was obtained via the femoral artery and a non-bsc stent was deployed to treat the lesion in the rca and the procedure was completed. The patient experienced right arm pain throughout the attempted recovery. No further patient complications were reported.